Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported from (B)(6) that the patient experienced an electrical fault alarm during his post-operative recovery course. The facility performed a cleaning procedure to remove the contamination from the driveline connector; the manufacturer was not notified of this procedure until after the procedure was complete. The facility also performed a controller exchange and provided the patient with a replacement device; the device was not returned for evaluation despite multiple attempts to obtain it. The driveline cable remains implanted. There was no reported patient injury as a result of this event. The reported event was confirmed via photographs provided by the site which revealed contamination inside the driveline connector and controller driveline port. Based on available information and experience with similar complaints, it is likely that the contamination on the driveline port caused in a partial loss of electrical continuity resulting in the reported 'electrical fault' alarm. The most likely root cause of the reported electrical fault event, as investigated in a CAPA opened to investigate driveline contamination, is an ingress of contaminates onto the driveline connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use (IFU) states about electrical faults -a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the system motor, driveline and connector or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the system pump will be running on a single stator and will consume slightly more power. The IFU also provides instructions and surgical technique to avoid contamination of the driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
On post-operative day six following implant, this patient experienced an electrical fault alarm. Hospital vad technicians performed a driveline connector cleaning and elective controller exchange. The patient suffered no symptoms or injuries as a result of these events.